Event description:
It was reported that the patient experienced erosion and infection with an artificial urinary sphincter (aus) leading to it being previously removed. A new aus system was implanted in a posterior surgery. The new implant was tested and was found to be fully functional. The patient did not experience any further complications. It was further reported that infection was treated by removing the existing device and treating the patient with medicine. The suspected reason for the urethral erosion and infection was that the 3.5 cm cuff was likely on too tight. There were no device malfunctions associated with the explanted device. The new device was tested and fully functional. No more information available at the moment. Should additional information become available, it will be provided.